Event description:
It was reported that during a routine follow-up, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced. The patient was in good condition prior, during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).